Event description:
It was reported that during a ptca treatment procedure, both the maverick2 monorail 15 mm x 1.5 mm balloon and the maverick2 monorail 20 mm x 2.5 mm balloon ruptured when inflated. The lesion being treated was moderately to highly calcified, and 70% stenotic. No pt injuries or complications were reported. Pt status is reported as 'stable'. Additional info has been requested regarding this event. Same case as MFR's report number: 6000089-2004-00336, 6000089-2004-00338 and 6000089-2004-00339.